Event description:
The reporter contacted animas on (B)(6) 2012 reporting that over the past week the up arrow and down arrow keypad buttons were intermittently unresponsive and then became unresponsive. The reporter confirmed there was no damage, rips, tears or peeling to the keypad. The patient reportedly wore the pump attached to a belt and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
(B)(4): on evaluation, the keypad was found to be damaged; the keypad cover was lifted and peeling on the left edge next to the up arrow keypad button. Testing confirmed the contrast keypad button had intermittent response when pressed and required multiple presses with increasing force to evoke a response. The up arrow, down arrow and ok keypad buttons were normally responsive when pressed. The keypad cover was removed for investigation and revealed contamination under the contrast button contact and the down arrow button contact was misaligned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Corrected information: the reporter contacted animas on (B)(4) 2012 reporting that the up arrow and down arrow keypad buttons were intermittently unresponsive and then became unresponsive. Not the tiemframe of over the past week as previously reported.